Event description:
The customer reported that at power on of the device, it was observed the device was hanging. It did not power on as expected. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.